Manufacturer narrative:
(B)(4). The incident device has been rec'd and is under eval. When the device eval is complete, a f/u report will be submitted.

Event description:
The customer reported that the device did not activate. There was no pt injury. The device was returned to covidien and visual inspection discovered that the clear insulation was damaged and the webbing was protruding from the hinge.